Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a decreased appetite and mental status changes. The pt went to the ER. The pt was diagnosed with multiple source acute sepsis syndrome. The pt was hospitalized. The pump and catheter were explanted. The event outcome was reported as "resolved without sequelae". The device system was used to deliver morphine.